Event description:
It was reported that the balloon ruptured. The target lesion was located in a severely calcified vessel. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 11atm for 30 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another of the same device. The patient was in good condition post procedure.